Manufacturer narrative:
H.3.;h.6.: there is no sample or no product lot available for this complaint, therefore evaluation on product involved in this complaint could not be performed. Overall complaint trend for phemfilcon a product has been reviewed. The complaint rate was decreased in oct 2019. The complaint rate was below the control limit and no adverse trend was noted. Review on complaint trend of h-miscellaneous event - ocular (serious) and h-temporary decrease in vision for freshlook (phemfilcon a) product has also been performed. No adverse trend was found. Overall complaint rate is within control limits. No further investigation can be performed at this time since the lot number is unknown. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported on (B)(6) 2019, that a consumer experienced loss of vision after using the contact lens. The consumer reported that two corneal transplants were done on the left eye but in need of another surgery due to rejection. Additional information has been requested but not yet received.